Event description:
On (B)(6) 2011, pt reported that all buttons on the infusion device were not responding to press. The key-lock was not set. Pt removed the battery, which had been in use for 4 weeks, and inserted a new battery. Infusion device completed the self-test and immediately displayed e8 power interrupt error. Pt was unable to clear the error message by pressing the check button twice. Infusion device was not dropped, bumped, or exposed to water and is worn in a protective case. The buttons do not remain flat after they are pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.